Event description:
Information received by medtronic indicated that the sensor malfunctioned. Customer reported that they inserted sensor into stomach and could not get the needle to come out. No further details provided. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.